Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced adhesions, scarring, shrinking of mesh, recurrent hernia, seroma and other injuries. This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product.

Manufacturer narrative:
Based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements.

Event description:
Plaintiff also allegedly experienced incisional hernia, parastomal hernia, purulent drainage, sinus tract, enterocutaneous fistula and blood loss.